Event description:
Boston scientific received info that approx 24 hours post implant, this pt presented with a pneumothorax. It was observed that the lead measurements continued to worsen and dislodgement was suspected. Although an x-ray noted that the lead was in the original position, a lead revision was performed due to the poor measurements. No adverse pt effects were reported. The lead was successfully repositioned and remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.